Event description:
The pt had an allergic reaction to tegaderm transparent film dressing which is a moblvac negative pressure wound therapy (npwt) kit component. The pt experienced fluid filled blisters approx one month after the application of the moblvac around the edges of the transparent dressing, (but not under the dressing). Use of the moblvac on this pt was discontinued and a new modality was started. The pt's wound is currently healing with difficulty and the blisters resolved without issue.

Manufacturer narrative:
Na